Event description:
(B)(6): when surgeon was carrying out the refill of this pump, he noted that the data for next refill was not aligned between the data on the control unit (refill required on (B)(6)) and the data on pump (refill required on (B)(6)). (B)(6): surgeon experienced the same problem. Surgeon met this patient to increase the quantity of drug, and also in this case, the control unit required a refill at the end of (B)(6), while the data on the pump was the same of the previous time (refill required on (B)(6)). Our sales rep has just informed (B)(6). At this time, no adverse reaction on patient. (B)(4).

Manufacturer narrative:
(B)(4).